Event description:
Subsequent to the initially filed MDR report, the following information was received.an additional closure device was used to achieve hemostasis and not manual compression as previously reported. No additional information was provided.

Manufacturer narrative:
E1: (B)(6) hospital. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported no similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to insert the guide wire, include, but not limited to, manufacturing or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: return device status updated from returning to not returning.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional cerebral aneurysm embolization procedure with a 7f sheath. Reportedly, there was resistance with the device's guide wire lumen, and a 0.035 inch guide wire could not be inserted [prostyle could not be loaded over wire]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital . E1; city - (B)(6).